Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube was broken. The main tube was broken and fractured at the distal end of the main tube. The proximal clevis was seated improperly on the fractured area of the main tube as a result. There was no damage at the grips. As a result of improper seating of the proximal clevis the cannula could not be removed from the instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the tip of the maryland bipolar forceps was damaged. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.